Manufacturer narrative:
If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional narrative: this device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. During repair, it was determined that the device has insufficient/low power and failed pretest for check power with power test bench and check speed with tachometer. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to improper maintenance. UDI (B)(4).

Event description:
It was reported from (B)(6) that during service and evaluation, it was determined that the air pen drive device failed pre-test for low power. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was not reported, however, it was reported that the event occurred in 2020. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.